Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to a corroded connector plug unit. Based on the results of the investigation, the most likely cause of the reported failure is due to component damage. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Event description:
It was reported, the bronchovideoscope exhibited image issue still persists. The unspecified procedure is unknown as to when it occurred. There were no reports of patient death, harm, or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.